Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: hi mg/dl (which on the system indicates a result in excess of 600 mg/dl), 251 mg/dl, and 186 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because there was an insufficient number of tests remaining in the returned vial.